Manufacturer narrative:
This device remain implanted and thus will not be returned for analysis. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shocking impedances. Reprogramming of this cardiac resychronization therapy defibrillator (crt-d) took place to mitigate this issue, and shocking impedances had normalized and remained within normal range. No adverse patient effects were reported.